Manufacturer narrative:
Patient death is captured under related manufacturer report number: 2916596-2021-07606. Manufacturer's investigation conclusion: the system controller, serial (B)(4), was returned for evaluation following the reported event of the patient passing away. A review of the submitted log file spanned approximately 2 days ((B)(6) 2021 and (B)(6) 2022 per time stamp). On (B)(6) 2021 at 11:13, the no external power alarm activated while connected to the mpu due to both power cables being disconnected simultaneously. The alarm remained active due to multiple dual disconnects until the pump was shut down at 13:15. The backup battery was able to provide power to the controller during these events. The controller clock gets reset due to it losing power completely. The controller is then reconnected shortly after while the flow remained at 0lpm. No other notable alarms active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU)- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate 3 instructions for use- ¿equipment storage and care¿ and heartmate 3 patient handbook- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-07606. It was reported that on (B)(6) 2021 during the night, the patient was found unconscious at their house. The patient was transferred to the ventricular assist device (vad) center for emergency care but by the time of arrival, the patient had already passed away. The responsible surgeon ordered an autopsy for cause of death determination. The autopsy was performed on (B)(6) 2021 but cause of death was unknown at the moment.